Event description:
Received report of an under infusion due to device failing to alarm. The infusion was started and when the nurse checked 1/2 hour later noted that nothing had infused. She discovered the IV set was clamped near the pt and the device had not alarmed for occlusion. There was no report of pt harm and no report of medical intervention required. Although requested, no additional pt/event details were provided.

Manufacturer narrative:
Manufacturer's report date: 07/06/2011. (B)(4). The device has been received for evaluation but the evaluation is not yet complete. A follow up report will be submitted with the evaluation results.